Event description:
Reporter indicated that vns pt's generator had migrated from its original position. The pt has experienced weight loss and weight gain, believed to be due to his diagnosis of tuberculosis. The pt does have a history of falls, with one fall resulting in his breaking his two front teeth. Revision surgery is scheduled.